Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump, despite use of multiple wall adapters. Reportedly, the pump shut down unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. During troubleshooting with tandem technical support a temperature alarm was identified in the pump history, however the customer declined troubleshooting. The customer's blood glucose level was 464 mg/dl. The customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified. Additionally, the alleged charging issue and unexpected shutdown issues were verified.